Event description:
The reporter noted: "the product is moldy". The reported product was not in contact with any pt.

Manufacturer narrative:
The device involved in the reported incident has been rec'd for eval. An investigation has been initiated based on the reported info.